Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery for the femoral trochanteric fracture with the aiming arms (03.037.114, 03.037.113) and the flexible screwdriver in question. During the surgery, the surgeon felt difficulty using the aiming arms because they were too heavy. And he thought that only the part of the flexible driver around 20mm from the tip needed to be bent. He could not connect the driver to other devices without making more incision of 10cm and adducting the affected leg because the whole screwdriver bent. The surgery completed within a thirty (30) minute surgical delay. No further information is available. This is report 3 of 3 for (B)(4).